Event description:
Ous MDR - when this device was interrogated, an error message popped up: reset and close to eri. They device was explanted and returned for analysis. There were no adverse patient side effects reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mol2, 25 charge processes had been documented. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted in conformance with specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The analysis of the current uptake of the ICD proved to be unremarkable. The memory content of the ICD was analyzed. The analysis documented a re-initialization of the device on (B)(6) 2016. No data from before the performed re-initialization were available for analysis. Therefore, the cause for the backup mode mentioned in the complaint could not be determined. The analysis did not indicate a malfunction of the device. In summary, the device proved to be fully functional during the analysis and in accordance with the technical specifications. The battery state mol2 was as expected. Based on the available information, the cause of the backup mode could not be determined. There was no material defect or manufacturing error.